Manufacturer narrative:
Review of the data log file confirmed the reported inaccurate blood readings from the sensor.

Event description:
Consumer contacted dexcom to report that inaccurate blood glucose readings. The consumer did not report any medical interventions or injuries.